Manufacturer narrative:
Procedure date: 2008. Implanted date: 2008. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as MFR #: 2134265-2010-00555. It was reported that post a drug eluting stenting treatment procedure restenosis occurred. A 2.5x20mm express2 bare metal stent was implanted in the 95% stenotic and calcified distal right coronary artery in 2008. In (B) (6) 2010 restenosis was identified. The 90% stenotic lesion was located in the proximal portion of the stent in the severely calcified and severely tortuous distal right coronary artery. Access was obtained through the femoral artery. The physician predilated the lesion with an apex balloon and then advanced the 3.00x12mm taxus liberte stent to the lesion. During an attempt to cross the lesion resistance was met. The physician applied force to the shaft and it prolapsed. The device was removed intact, however after the shaft was outside the body it broke a foot from the hub. There were no patient complications. The procedure was successfully completed with the deployment of another 3.00x12mm taxus liberte and another taxus stent. The stents were post dilated with a quantum maverick balloon. Patient status is reported as "great".